Event description:
It was reported that two different site markers were used for an breast biopsy and were unable to be deployed. Another marker was used to complete the case with no patient consequence. The device was returned for analysis.

Manufacturer narrative:
Evaluation summary: the analysis results found that the sheath was received detached and sheared. No conclusion could be reached as to how the damage to the device occurred.